Manufacturer narrative:
Section h10 and/or 11 additional mfg narrative - corrected due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned.

Event description:
It was reported that during acom large neck ruptured aneurysm procedure, after the physician put the coil (subject device), he noticed that it was too long so decided to remove it. During withdrawal the coil (subject device) was prematurely detached and the pusher was broken in two pieces (from the radiopaque market proximally was in his hand, and the distal portion of the pusher was in the artery). The coil (subject device) was the majority in the aneurysm, 2cm in a1 and the remaining part of the pusher in a1-syphon. The physician tried to remove with a lazzoo without success. There was a surgical delay of unknown duration. Additional information received on 02- mar-2023 included that patient passed away. No further information is available.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during acom large neck ruptured aneurysm procedure, after the physician put the coil (subject device), he noticed that it was too long so decided to remove it. During withdrawal the coil (subject device) was prematurely detached and the pusher was broken in two pieces (from the radiopaque market proximally was in his hand, and the distal portion of the pusher was in the artery). The coil (subject device) was the majority in the aneurysm, 2cm in a1 and the remaining part of the pusher in a1-syphon. The physician tried to remove with a lazzoo without success. There was a surgical delay of unknown duration. Additional information received on 02- mar-2023 included that patient passed away. No further information is available.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned. Information received indicated that the customer indicated that the dfu was not followed. However as no additional information was provided it cannot be determined if this contributed to the reported event.

Event description:
It was reported that during acom large neck ruptured aneurysm procedure, after the physician put the coil (subject device), he noticed that it was too long so decided to remove it. During withdrawal the coil (subject device) was prematurely detached and the pusher was broken in two pieces (from the radiopaque market proximally was in his hand, and the distal portion of the pusher was in the artery). The coil (subject device) was the majority in the aneurysm, 2cm in a1 and the remaining part of the pusher in a1-syphon. The physician tried to remove with a lazzoo without success. There was a surgical delay of unknown duration. Additional information received on 02- mar-2023 included that patient passed away. No further information is available.